Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample testing did not identify a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 381812. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 381812 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 381812 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 381812 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 381812. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 381812 was not identified.

Event description:
The customer reported 8 discrepant results on the alinity m sars-cov-2 amp kit. The local engineer reported on behalf of the customer on may 30 possible contamination on the alinity m (sn 626). Per customer, all samples with CT > 30 are retested. Within the customer's provided timeframe (05/18 - 05/30/2023), 145 samples were processed (including controls). Of those, 15 gave positive results and 12 of these had a CT > 30. 8 of these 12 were processed on may 29 and these 8 samples are the only being alleged as false positive by the customer. The following 8 sids were provided by the customer : (B)(6). The false positive results were not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Updated b5 with sid numbers associated with this event.

Event description:
The customer reported 8 discrepant results on the alinity m sars-cov-2 amp kit. The local engineer reported on behalf of the customer on may 30 possible contamination on the alinity m (sn 626). Per customer, all samples with CT > 30 are retested. Within the customer's provided timeframe (05/18 - 05/30/2023), 145 samples were processed (including controls). Of those, 15 gave positive results and 12 of these had a CT > 30. 8 of these 12 were processed on (B)(6) 2023 and these 8 samples are the only being alleged as false positive by the customer. The false positive results were not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Complaint has been elevated for investigation. This incident is being reported to FDA because the incident occurred internationally using the alinity m sars-cov-2 assay, list number 09n78-90, which is the same/similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.